Manufacturer narrative:
Concomitant medical products: 694965, lead, implanted: (B)(6) 2006; 5076-58, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the patient developed an infection and pericarditis. The implantable cardioverter defibrillator (ICD) system w as explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.